Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, and battery testing were performed. The downstream occlusion alarm was identified during functional testing. The cause of the condition was determined to be out of calibration occlusion sensor. To correct the condition, the occlusion sensor was calibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a downstream occlusion alarm. No additional information is available.